Manufacturer narrative:
The patient's physical condition, advanced coronary artery disease, diabetes, morbid obesity, likely contributed to the issue.

Event description:
Approximately 10 month after initial surgery (initial surgery date (B)(6) 2025), the patient returned complaining of chest wall pain. Surgical team exam determined non-union of sternum. Revision surgery was performed and discovered that bands were broke. Device was removed and device from a different manufacturer was implanted.